Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Medical device: batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that patient underwent a low anterior resection where the surgeon noted dissection was very difficult due to prior radiation and that tumor was close to the distal staple line. He further noted that there was a small separation of the left anterolateral staple line, which he over sewed. After firing the circular, the distal donut was intact but the proximal donut was not and small bubbles were noted during the leak test. A slight disruption of the staple line was repaired transanally at the closure of the case. On post op day one, patient showed signs of leak and was taken for emergency diagnostic laparoscopy, flexible sigmoidoscopy, and trans-anal repair of anastomotic leak."